Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the excessive external force due to the user handling when attaching and detaching the forceps/irrigation plug. In addition, omsc has confirmed that this kind of phenomenon has not occurred due to a case of the device or manufacturing, there are no safety issues and it would not be multiple. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of (B)(4) for evaluation. The service department of (B)(4) checked the subject device and confirmed that the instrument channel port of the subject device was detached due to the physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the instrument channel port of the subject device was detached during the incoming inspection for repair at olympus (B)(4). There was no patient injury associated with this report.